Event description:
It was reported, prior to an ablation procedure, the device was unable to be interrogated. Technical support was contacted and reprogramming was recommended. No intervention has been performed at this time. The patient was stable.

Event description:
Additional information was received indicating a firmware download was performed via technical support to resolve the event. The patient was stable.